Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: IV tpn (smofkabiven) 1206ml was ordered to run at 50.3ml/hour over 24 hour. On (B)(6) 2025 at 1702 hours, IV tpn was started and supposed to complete on (B)(6) 2025 at 1700 hours. However, it was completed at 1400 hours instead of 1700 hours. Nc tay went over to check on the infusion pump and noticed that the settings were all correct and vbti balance reflected as 170.3ml and infusion rate at 50.3ml. When checking the line tubing, noticed that the line was twisted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No pump was sent to melsungen for investigation. According to the malfunction stated in the complaint the overinfusion was caused by a wrong inserted disposable in the pump. On the date of incident a "twisted line" was found after the front door was opened. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.